Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for staph infection, fluid over load, and gout in hips and arms. Upon follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized due to fluid overload. While admitted the patient was diagnosed with gout (hips, knees), as well as a staphylococcus infection of unknown origin. While the etiology/location of the staphylococcus infection is unknown, the pdrn was able to confirm it was not peritonitis. The patient¿s hospital course is largely unknown; however, the patient was discharged on (B)(6) 2021 and resumed performing ccpd therapy utilizing the same liberty select cycler as before the events occurred.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of a staphylococcus infection, fluid overload and gout, which warranted hospitalization. The etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. However, the pdrn was able to confirm the staphylococcus infection was not peritonitis. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its etiology. Based on the limited available information, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for staph infection, fluid over load, and gout in hips and arms. Upon follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized due to fluid overload. While admitted the patient was diagnosed with gout (hips, knees), as well as a staphylococcus infection of unknown origin. While the etiology/location of the staphylococcus infection is unknown, the pdrn was able to confirm it was not peritonitis. The patient¿s hospital course is largely unknown; however, the patient was discharged on (B)(6) 2021 and resumed performing ccpd therapy utilizing the same liberty select cycler as before the events occurred.